Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl due to needing settings adjustments. Customer required assistance to treat low bg from a nurse coworker, who provided orange juice for customer to drink. Customer also consumed carbohydrates to treat low. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs. Customer also reported that they have since began using exercise mode during work to better control bg levels.